Manufacturer narrative:
E1: initial reporter phone number: (B)(6). The actual device was not available; however, a photograph of the filter pod of the machine was provided for evaluation. Visual inspection of the photo showed blood inside the filter pod, which indicated blood leakage from the access post pump pod. The lot number was unknown; therefore, a batch review could not be conducted. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood was observed in the pressure pod of a prismaflex st set during continuous renal replacement therapy. The prismax machine triggered an unspecified alarm related to the pod. There was no report of patient injury or medical intervention associated with this event. No additional information is available.